Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v104839, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v238252, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v152697, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v104839, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v152697, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v152697, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient's spinal cord stimulation (scs) system was explanted. The rep saw the patient at her doctor's office to follow-up on "prp listing." The patient informed the rep that her system was explanted and about a month prior to the explant, she felt a "sharp, stabbing" pain and lost coverage. The patient noted that she did a lot of over the head reaching for her work and it was noted this may have been an environmental/external/patient factor that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the patient increasing amplitudes, but she was not able to regain coverage. It was unknown what interventions or actions were taken to resolve this issue other than the explant. The issue was noted to have resolved at the time of this report. The patient's status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.